Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was ranging from 160 to 285 mg/dl. The cartridge was changed and infusion set were changed. Correction boluses and insulin injections were used to address the high bg. During a pump system check, the customer reported that the afternoon correction boluses were not recorded in the pump history. The customer stated that an incomplete bolus alert was received around the same timeframe as the customer believed that the afternoon boluses were made. The customer could not recall whether the bolus actually occurred or not. After the customer had met with a healthcare provider, the customer thought the pump was working properly and the pump settings had been adjusted. The customer's bg level has since been "normal".